Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, after the suture was deployed and the knot advanced, hemostasis was not achieved. The physician commented there was the possibility of side wall stick. Hemostasis was achieved using manual arterial compression and no additional treatment was required. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.